Event description:
It was reported the patient's charging system and patient programmer are unable to locate the scs ipg. Subsequently, the patient stopped receiving stimulation. The patient has gained 10 pounds which caused the scs ipg pocket site to feel deeper. A replacement charging system was sent to the patient. Follow-up identified the replacement charging system did not resolve the issue. The patient's scs ipg was replaced which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.